Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent oblique lumbar interbody fusion due to degenerative disease. Intra-op, the product broke. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No injury to the patient has been reported.

Manufacturer narrative:
Product analysis: the screw that connects the top arm of the instrument to the front handle is missing. There does not appear to be any other signs of damage. The screw was not returned. If information is provided in the future, a supplemental report will be issued.